Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed and de novo lesion was located in the highly calcified and normal tortuous distal circumflex (cx) artery. The 15mm x 2.25mm quantum maverick monorail balloon catheter was advanced to the lesion for treatment and the balloon ruptured at 18atms, on the third inflation. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).